Manufacturer narrative:
D9. Date returned to mfg: 1/26/2026. H3 and h6 codes, updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the purge (tubing disconnected from the patient), the pcea reports an occlusion. It was impossible to restart the purge, the only possibility proposed is to turn off the pcea and it was not able to be duplicated. The pump does not affect the appearance of air bubbles in the admin set. The cause of the reported issue was unable to be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse observed the presence of air in the tubing. There was no injury or medical intervention. The syringe pump was stopped and the tubing was replaced.